Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of dim leds on the pump running symbol, a dim controller screen, residue inside the bulkhead connector and difficulties to disconnect the driveline were confirmed via evaluation of the returned heartmate 3 system controller (serial number: (B)(6)). The returned controller was connected to a test system monitor/power module and green liquid consistent with fluid ingress was observed to be covering the controller¿s screen; the observed fluid ingress resulted in difficulties to discern the displayed information. The controller was tested in a mock circulatory and no atypical alarms were observed; however, resistance was encountered while inserting the driveline and while pressing the driveline latch release button. The system controller was disassembled to inspect the internal components and green liquid substance consistent with fluid ingress was observed on the circuitry, inside the housing and on the lcd display; fluid ingress was also observed to be covering the driveline latch release mechanism and the bulkhead connector which resulted in the resistance encountered while inserting the driveline and while pressing the driveline latch release button. Further inspection also revealed residue consistent with fluid ingress underneath the strain reliefs of both power cables connectors. The cable jacket on both power cables was removed and inspection of the opened cables revealed fluid ingress coating the protective layers of both power cables. The remaining layers of the power cables were then removed and no issues were observed on both power cables. The fluid ingress did not affect the controller's ability to operate the pump at set speed. Dim leds were also observed on the pump running symbol when the controller was supporting the pump. The controller event log file downloaded from the returned heartmate 3 system controller (serial number: (B)(6)) contained approximately 13 days of data ((B)(6) 2023 ¿ (B)(6) 2023 per the timestamp). The log file data did not indicate any issues with the equipment. The driveline was disconnected on (B)(6) 2023 at 11:03:05 to exchange the system controller. The pump maintained a speed above the low speed limit while the driveline was connected. The root cause of the dim screen, residue on the bulkhead connector and the difficulties to disconnect the driveline was determined to be fluid ingress; however, the root cause of the fluid ingress on the controller could not be conclusively determined through this analysis. The root cause of the dim leds could not be conclusively determined through this analysis; however, a corrective and preventative action (CAPA) has been implemented to address the issue of dim pump running leds. The system controller was manufactured prior to the implementation of the CAPA, which replaced the type of led. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The product was shipped to the customer on 04jan2019. Heartmate 3 patient handbook (rev. D) section 4, entitled ¿living with the heartmate 3¿, explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Heartmate 3 patient handbook (rev. D) section 2, entitled ¿how your heart pump works¿, and heartmate 3 instructions for use (IFU) (rev. C) section 2, entitled ¿system operations¿, describe the system controller user interface, including all lights, symbols, and on-screen messages, and explain how to perform a system controller self-test. Heartmate 3 patient handbook (rev. D) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the controller was exchanged due to a dim pump running symbol and dim user interface screen. Upon changing the controller, the red button under the safety lock was hard to push, making it difficult to release the driveline. After the driveline was removed, the safety lock moved to the locked position despite no driveline being inserted. Residue was also noted inside of the controller driveline connector. No residue was noted at the modular cable connection and no issues were noted with the rest of the driveline. The end of the driveline that was in the previous controller was not fully inspected.